Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient went to emergency room due to the pump not delivering medication for 2-3 hours, for an unspecified malfunction. The patient was discharged on the same day after a few hours of observation, so it was not an extended hospital stay. The patient was experiencing headache and shortness of breath. The pump was replaced.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.